Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained high glucose for three days. Troubleshooting was performed. The customer's most recent glucose reading was 426mg/dl, and she has treated with manual injection. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she inserts the infusion set with a quick serter and pinches the skin up. During the call, found that the customer wears the infusion set for three to seven days. Advised the customer to wear the infusion set for two to three days. The customer mentioned going to the emergency room due to chest pains, and while she was at the hospital, she did have an x-ray while wearing the insulin pump. No further information was provided.